Manufacturer narrative:
This complaint is recorded with zimmer biomet under (B)(4). On (B)(6) 2017, it was reported that the device produced an incomplete mesh. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4) and a 2:1 ratio cutter, serial number (B)(4) for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) fifteen times as documented in the repair reports in livelink. The last repair was (B)(6) 2017 where it was reported that the device was only producing 50% mesh and the collars, bushings and gears were replaced. The device history record (DHR) and previous repair report for serial number (B)(4) reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft 1.5:1 ratio cutter, serial number (B)(4) twice as documented in the repair reports in livelink. The last repair was (B)(6) 2017 where it was reported that the cutter was damaged. The device history record (DHR) and previous repair report for serial number (B)(4) reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft 2:1 ratio cutter, serial number 1309049 twice as documented in the repair reports in livelink. The last repair was (B)(6) 2017 where it was reported that the cutter was damaged. Initial qa inspection of the skin graft mesher on (B)(6) 2017 revealed that the calibration was out of specifications but the mesher did produce a complete cut with our test cutter. The device had no visual or functional damage. The 1.5:1 ratio cutter, serial number (B)(4) and the 2:1 ratio cutter, serial number (B)(4) both had the collars and gears replaced and still produced an incomplete test mesh and were deemed non-repairable. The skin graft mesher was not repaired but was recalibrated as the device showed no signs of wear or damage. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. The reported event was confirmed since during initial inspection both cutters produced an incomplete test mesh. The root cause of the device producing an incomplete mesh was due to damaged cutters. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Skin graft mesher, serial number (B)(4), was repaired, tested and returned to the customer.

Manufacturer narrative:
(B)(6). Product has been received by zimmer biomet and the investigation is still ongoing. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the device produced incomplete mesh. The harvested graft was not usable but additional graft was processed from previously recovered cadaveric donor skin used to produce allografts. No adverse events have been reported as a result of this malfunction.